Event description:
It was reported that the customer experienced a hyperglycemic event and subsequently passed away. Although requested, no additional information regarding the event was available.

Manufacturer narrative:
A device evaluation was performed and no failure was identified related to the reported event. An additional review of pump data will be performed and the results will be provided in a follow-up report.